Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-78608 for the insulin pump.

Event description:
Customer reported via phone call, she was having issues with the insulin pump alarming no delivery during prime. Customer stated she changed the battery in hopes it would resolve the issues. Customer's blood glucose was 270 mg/dl. Troubleshooting wasn't completed due to customer not having another infusion set to change since she had already changed it twice. Customer was advised to manual push insulin through reservoir and tubing using the plunger, and insulin didn't exit. She was advised to change the complete set once she was at home. Customer was at the emergency room to double check to see how much insulin she had insider her as back in (B)(6) she was admitted and wanted to make sure she was ok. The reservoir is not being returned for analysis.